Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In-house specificity testing of reagent kit lot 21239be00 was completed using a 220 panel members of human negative population panel tier1. The specificity panel met specifications. No false reactive results were obtained. Further additional replicates of the negative control were tested which all met specifications. Labeling was reviewed and adequately addresses the customer issue. Based on the total number of samples tested at bloodworks northwest with lot 21239be00 and the number of reactive samples at the customer site as documented in the current complaint, the specificity (assuming a zero prevalence of hcv infection for the tested samples) is calculated to be 99.91%, exceeding the product requirement regarding clinical specificity for the alinity s anti-hcv assay. Based on the investigation alinity s anti-hcv reagent lot 21239be00 is performing as intended, no systemic issue or deficiency of the alinity s anti-hcv reagent was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s anti-hcv results for multiple samples compared to roche anti-hcv ii assay and nat testing during a comparison study with a new abbott anti-hcv ii assay. The anti-hcv results were being used for individual patient management. The following data was provided: (B)(6) 2021 sid (B)(6) ¿ (B)(6): anti-hcv (B)(4) results = (B)(6). Anti-hcv ii (B)(4) result = (B)(6). Nat pool of 6 and hcv idt nat both (B)(6). Roche anti-hcv ii = (B)(6). (B)(6) 2021, sid (B)(6) ¿ (B)(6): anti-hcv (B)(4) results = (B)(6). Anti-hcv ii (B)(4) result = (B)(6). Nat pool of 6 and hcv idt nat both (B)(6). Roche anti-hcv ii = (B)(6). (B)(6) 2021, sid (B)(6): anti-hcv (B)(4) results = (B)(6). Anti-hcv ii (B)(4) result = (B)(6). Nat pool of 6 is negative and hcv idt nat is (B)(6). Roche anti-hcv ii = (B)(6). (B)(6) 2021, sid (B)(6): anti-hcv (B)(4) results = (B)(6). Anti-hcv ii (B)(4) results = (B)(6). Nat pool of 6 is negative and hcv idt nat is (B)(6). Roche anti-hcv ii = reactive no impact to patient management was reported.